Manufacturer narrative:
If implanted, give date: not applicable, as there was no patient involvement. If explanted, give date: not applicable, as there was no patient involvement. The device has not been returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, it was not available. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that an intraocular lens (iol) cracked when trying to load it. Reportedly, the loading issue occurred during the handling of the product. There was no patient contact with the device. No further information is available.

Manufacturer narrative:
Section a2 age/date of birth: date of birth is 12/01/1948 and age is 73 section a3 gender: male section d9: device available for evaluation? Yes section d9: date returned to manufacturer: sep 6, 2022 section h3: evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the complaint hand-piece was received with the plunger rod advanced to the cartridge tip. The cartridge tip could be observed to be bent and the cartridge could be observed to be cracked, in a way consistent with a hand-piece that had the cartridge punctured by the plunger rod. The hand-piece was disassembled and, no assembly issues were identified. However, the plunger rod could be observed to be bent. The lens was cleaned and, a chip on the edge of the lens as well as damage on spare tire (around the edge of lens) could be identified. A product quality deficiency could not be determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.